Event description:
Primewire unable to zero wire. New primewire used, zeroed and worked fine. No apparent damage to packaging. Unknown why device failed.====================== manufacturer response for primewire prestige plus pressure guide wire, primewire prestige plus pressure guide wire (per site reporter).====================== manufacturer rep will pick up failed device and provide new replacement device.